Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day post implant. It was indicated that while extracting the lead, the helix mechanism would not extend after 20 turns. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was provided that the hospital lost the device, the device was not kept in the operating room. This lead will not return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A helix mechanism test could not be performed due to dried blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day post implant. It was indicated that while extracting the lead, the helix mechanism would not extend after 20 turns. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additionally, this lead was received for analysis.